Manufacturer narrative:
Treatment files were reviewed and the capsulotomy proceeded normally. Frame 3 showed the beginning of the capsular cut and on frame 6 there was the first breakthrough with full breakthrough on the next frame. There was no indication of any uncut areas. This system is currently set to non-default parameters. Laser log files were reviewed and there was no evidence of device malfunction. The surgical procedure completed 100% and no error messages were recorded. No medical intervention was performed and the doctor has no post-operative surgical procedure concerns. Root cause: unknown.

Event description:
On (B)(6) 2016 customer reported that during surgical procedure had an incomplete capsulotomy which led to capsular tear. No vitrectomy was performed and no post operative concerns.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
On (B)(6) 2016 customer reported that during surgical procedure had an incomplete capsulotomy which led to capsular tear. No vitrectomy was performed and no post operative concerns.